Event description:
It was reported the customer's basal settings was changed unexpectedly. The customer stated they did not change the settings on their insulin pump. Customer also reported receiving several no delivery alarms. The customer also reported experiencing a blood glucose of 400 mg/dl earlier in the morning. Customer has treated their blood glucose with an insulin injection. Customer also stated they did not damage or expose their insulin pump to a high magnetic field. The customer also stated their insulin pump passed a displacement test. The customer's insulin pump will be replaced due to the customer's request. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.